Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. There was a high-voltage lead impedance alert for the right ventricular lead. Technical services recommended programming changes and defibrillation threshold testing. The programming changes were made on (B)(6) 2019. The electrophysiologist opted not to do the testing, as it was believed the patient was safe.